Manufacturer narrative:
The customer called technical support (ts), reporting that when performing preventative maintenance (pm), it was observed that the device's lcd is dim. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse has advised replacing the user interface. The customer also requested the part ID for a top cover. The issue was found during preventative maintenance. Based on this information, this is not a reportable event.

Event description:
The customer called into technical support (ts) reporting that when performing preventative maintenance (pm), it was observed that the device¿s lcd is dim. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse has advised to replace the user interface. The customer also requested the part ID for a top cover.